Event description:
It is reported foreign matter. Event description: contamination was found on the outer plunger plate of this syringe. Before use. Medications were to be administered to patients. During preparation, contamination (black spots) was found on the syringe plunger. As a result, this syringe was not used and was set aside as a reject. This reject was not used and is therefore not contaminated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4) follow up MDR for correction: correction: following submission of initial MDR, it was identified this event was reported in error. This complaint is not MDR reportable. Embedded particles not within the fluid path. Per risk management documentation for this device, the likelihood of a death or serious injury as a result of the malfunction is remote. It has additionally been confirmed via review of complaints data in accordance with the FDA guidance that the malfunction has not caused or contributed to any deaths or serious injuries over the period. Device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, embedded particles were observed within the plunger stem (thumb press). A device history review was performed for reported lot 2503075, no deviations or non-conformances related to the reported issue were identified during the manufacturing process that could have contributed to this observation. Final products from this manufacturing line are routinely sampled and subjected to both visual and functional inspections at various stages of production, in accordance with established procedures. No issues related to the reported event were found during these inspections. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. While we could not identify a direct issue, the burnt material likely generated during the molding process and became injected into the plunger mold, embedding the burnt material as seen in the sample provided.

Event description:
No additional information.